Event description:
It was reported that the device screen was cracked, and a replacement device was arranged with instructions provided for shutdown, data sync to the mobile app, and return of the original device. Symptoms included no adverse clinical effects, and blood glucose remained unaffected while the patient relied on backup therapy and continued cgm use. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of customer statements and return logistics. Investigation of this device revealed a damaged display component consistent with physical damage, with no evidence of device malfunction affecting therapy. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device performance.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.